Manufacturer narrative:
Investigation summary: our quality engineer inspected the video submitted for evaluation. Bd received one video demonstrating an attempt to flush a standalone q-syte using a luer slip syringe filled with clear liquid. The liquid could be seen leaking from the q-syte vent hole, confirming the reported defect. Unfortunately, the video did not provide sufficient detail to identify the cause of the leakage. Additional inspections or investigation into the reported defect could not be performed without the physical device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the valve during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, it was found that there was leakage in the valve position."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the valve during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, it was found that there was leakage in the valve position."